Manufacturer narrative:
The device was not returned for analysis as the device was reportedly discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that a coronary perforation occurred in the heavily calcified, mildly tortuous right coronary artery during use of a non-abbott device. The graftmaster stent delivery system (sds) was advanced with a 6 french guideliner, but the stent interacted with the guideliner causing the stent to become flared. Another graftmaster was successfully used to complete the procedure. There was no adverse patient effect. There was no report of delay in the procedure. No additional information was provided.